Event description:
The pt was implanted with a smooth saline mammary prosthesis on 12/15/94. Subsequently, the pt experienced capsular contracture and extrusion of the device. The device was removed on 7/2/98.